Event description:
It was reported that during a breat biopsy they were unable to deploy the tissue marker in the brest and when they removed the marker, the tip sheared off into tip of the probe. They used another tissue marker and the same issue occurred. They used another marker and the tip sheared off into the patient's breast. The physician was unable to remove the tip. The patient was sent home under normal post biopsy instructions and will go to surgery for removal of the tip that remained in the breast.